Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a fistula closure procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip fell in an open state inside the patient when the clip was released. The clip was retrieved with a foreign body forceps and the procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.